Manufacturer narrative:
The stent was returned off the delivery system. Delivery system was not returned for analysis. Visual analysis of the dislodged stent, indicated no deformation was evident. During inspection of stent it was apparent that a stent wrap appeared misaligned. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the distal right coronary artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected withno issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent dislodgement occurred during removal following failed delivery. It was described that the stent was seen on the wire outside of the patient when the wire was being wiped. It was informed that the stent was on the balloon when the guide was inside the patient. The guide was not removed from the body until the end of the case. It is believed that stent dislodgement occurred outside of the body in the co-pilot during removal from the guide hub. Patient status post-procedure is alive with no injury.